Event description:
It was reported a patient underwent right total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2013 due to pain. During the revision, the taper adapter removal tool fractured causing a two (2) hour delay in surgery. The acetabular component, modular head and taper adapter were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-05548/05549).

Manufacturer narrative:
It was reported in error that this report that this report was a duplicate of (B)(4). (Ref. 1825034-2014-01278 / 01282 & 1303 / 01304). There is no known duplicate medwatch report associated with this tool.

Manufacturer narrative:
This follow up medwatch is being submitted to report that it is a duplicate of (B)(4). (Ref. 1825034-2014-01278 / 01282 & 1303 / 01304).